Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. The device was explanted and was found to have failed by taco-ing and was found to be in appropriate position, with folding along its axis . A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent repair of a ventral hernia. A bard/davol ventralex was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent surgery to explant the failed bard/davol ventralex. During the surgery, the physician noted, "folding of ventralex mesh (aka taco-ing)" as well as "mesh was found to be in appropriate position, with folding along its axis. This resulted in exposure of the hernia." The patient continues to experience complications related to the mesh and will likely require additional surgeries and/or treatment to repair the damage from the mesh. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.